Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th nov 2025, it was reported by a distributor via an email that for 1 unit of ar-2324bcctt, suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tigertape® loop suture (white/black), the swivelock screw was deformed when inserting into tibial. This was detected during a meniscal root repair procedure on (B)(6) 2025. The procedure was completed successfully by using additional swivelock. There was no patient harm. Additional information: the tapping process was repeatedly performed for three times.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed by the attached picture, which shows the threads of the implant were stripped. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered was not specified. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.